Event description:
It was reported by our distributor that the patient connected tothe ventilator could not exhale... The staff tried to change the unit, but before the patient was reconneccted he died.